Manufacturer narrative:
Product analysis showed functionality of the device (pump) was as designed. The product record review indicated that the product met all in-process specifications prior to leaving boston scientific and the reported events do not represent an unanticipated event. However product analysis confirmed a device malfunction for the balloon. Analysis showed a leak in the balloon shell. The damage is consistent with fatigue. The ams 800 pressure regulating balloon was visually and microscopically inspected. Microscopic inspection revealed a leak in the balloon sphere at the adapter-sphere junction. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage which can potentially contribute to the decrease in pressure of the device. The investigation conclusion code of cause traced to component failure was chosen because complaint allegations were confirmed through product analysis due to the device condition. This complaint investigation conclusion code is utilized for a component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. This conclusion is supported by the following objective evidence: review of the complaint information and the directions for use IFU did not reveal any evidence of device off-label use or failure to follow instructions; therefore, no updates to the document are required at this time. A risk review of the ams 800 hazard analysis was completed and nonfunctioning device is included as a hazard, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. Product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required.

Event description:
It was reported that the patient entire ams 800 artificial urinary sphincter was removed and replaced with a new system when the doctor noticed a deflated balloon with no apparent leak found in the system.

Event description:
It was reported that the patient entire ams 800 artificial urinary sphincter was removed and replaced with a new system when the doctor noticed a deflated balloon with no apparent leak found in the system.